Event description:
It was reported that this device emitted tones. That data analysis showed the battery appeared to be depleting more quickly than expected. The device was explanted and replaced. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.